Event description:
The manufacturer received information alleging a bipap a 30 was alarming. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. Review of the error logs indicated a ventilator inoperative error due to the failure of the outlet pressure sensor. The device pca needs to be replaced.